Event description:
Additional information was received. It was reported that the patient had experienced underdose symptoms. A new catheter was used for a partial replacement of the distal segment only. Following the revision, the patient returned to the original dose prior to dislodgement. The patient was admitted to the emergency department via ambulance for exhibiting symptoms of drug overdose that night. The physician reduced the dose and it was reported that the patient was doing well and was receiving effective therapy. That same day, it was reported that, after the catheter revision, the patient was leaking cerebrospinal fluid. It was stated that the physician was going to explant the patient down the road, so it was explanted because he had to go back in anyway. The patient was reportedly doing well.

Event description:
It was reported that an x-ray had confirmed that the catheter had dislodged. On the day of report, the patient had a revision where the distal segment of the catheter was replaced. The device system was used to deliver clonidine and morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).